Event description:
The customer reported that they have an acuity patient monitoring system that went down and would not reboot. The system did not get any power despite the fact that the customer changed the ups. This resulted in a temporary inability to monitor patients centrally. The customer did not provide any patient information.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.